Event description:
Reported by the pt as a port leak.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakae as follows: "deflation of the band may occur due to a leakage from the band, the port or the connector tubing."